Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other seven proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices, using a pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the plunger was removed with all three proglide devices. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. Suture placement in the left common femoral artery was attempted with five proglide devices, using a pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the plunger was removed with all five proglide devices. The sheath was upsized to 18f on the left side and the evar procedure was completed. Hemostasis was achieved on the right side using the successfully preplaced sutures of the two additional proglide devices. Hemostasis was achieved on the left side by surgical cut down and suturing of the vessel. There was a clinically significant delay in the procedure due to the cut down procedure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.